Manufacturer narrative:
Investigation results: investigations have been started. At the current status, we suspect that the component is detached due to high friction during the movement of an inserted instrument. Further investigations will be carried out, and the report will be adapted once available. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results so far, a clear root cause conclusion cannot be drawn. The investigation is ongoing; a product safety case (psc) had been initiated, and any action regarding CAPA will be addressed with this case..

Event description:
It was reported that there was an issue with (B)(4)- disp.univ-sealing unit f/10/12mm trocars. According to the complaint description, the rubber parts fell into the operating field during the procedure. An additional medical intervention was required; there was a slight surgical delay while the parts were recovered. There was no further patient harm. The adverse event / malfunction is filed under aag reference 400573464/100031483. Associated medwatch reports: (B)(4) (9610612-2022-00329) - ek002su, (B)(4) (9610612-2022-00290) - ek002su.

Event description:
Associated medwatch reports: 400573464 (9610612-2022-00329) - ek002su 400568800 (9610612-2022-00290) - ek002su.

Manufacturer narrative:
Additional information: h6 - codes updated investigation results: for the investigation, we received original packed products from the customers. The root cause analysis was performed as part of product safety case (psc) 2022-082. In summary, the cause is a combination of defective parts. First, the ek002250s are not fluorinated to specification, and second, the ek002252s are not dimensionally accurate or true to shape. If the ek002250s are fluorinated correctly, small micro lines can be found on the surface. If fluorination is not correct, these lines are not visible. These failures can lead to high friction between the inserted dilator or instrument and cause the internal parts (ek002250 and ek002252) to jam and detach. Batch history review: manufacturing-related defects were found that were not detected by the tests during the manufacturing process. The tests will be reviewed and adjusted accordingly. There were 3 similar incidents filed with products from this batch. The current failure rate is within the risk analysis and therefore acceptable; probability was 2-3(5) and severity was 3(5). Conclusion and measures / preventive measures: based upon the investigation results, the root cause is most probably manufacturing- related. Corrective actions will be documented in the psc. The supplier will revise the fluorination process, a 100% haptic test will be implemented after fluorination. In the medium term, the parts will be separated after fluorination. Furthermore, the tool for ek 002252 will be replaced.